Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified two striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two curved striated openings assessed as surgical damage, and no observed leaking or damaged valve. Reason for reoperation is deflation.

Event description:
Healthcare professional reported left side "plug/valve on a port of a saline implant has come out and is palpable". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "plug/valve on a port of a saline implant has come out and is palpable". The device remains implanted.

Event description:
Device has been explanted.